Manufacturer narrative:
The device was returned and evaluated. The evaluation results are as follows: one device was received and evaluated for the complaint regarding the needle button release event. The device was received with the needle release button depressed (step 2 of 2). This state indicates that the needle release button was activated to retract and then lockout the needle mechanism.

Event description:
Patient stated that sometimes the needle button pop out before 24 hours.